Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra2 meter read inaccurately high. The patient tests her blood glucose twice a day. She tests at 9:00 am (fasting) and after dinner around 6:00-10:00 pm. Her average blood glucose levels are around "7.0 mmol/l." However, the patient mentioned that her blood glucose levels have been "all over the place" lately. The patient takes a fixed regimen of 60 units "mix 25" insulin at 9:00 am and between 5:00-6:00 pm. The reporter indicated that the alleged meter issue started about 1.5 months ago when she opened the reported vial of test strips. During that time, the patient claimed that she was getting meter readings between "11.0-13.0 mmol/l." The patient did not make any changes to her insulin regimen after the issue began. However, the patient reportedly modified her diet after obtaining the elevated meter results. For example, the patient reportedly avoided fruits with high sugar content such as oranges and grapes. For the past three weeks, the patient claimed that she had about 2 hypoglycemic episodes each week. The patient reportedly had symptoms of shakiness, sweating, and feeling hot. The reporter said the symptoms usually started before suppertime. On the last hypoglycemic episode, the patient tested her blood glucose and got a result of "4.1 mmol/l." She felt as though this reading was also inaccurately high since she normally does not develop symptoms until her blood glucose levels are around "3.6 mmol/l." After the symptoms developed, the patient administered self-care by drinking orange juice or eating sugar jell-o. She also ate dinner. The patient did not retest after the symptoms were relieved. The reporter also mentioned that if the meter had been reading accurately, she would have eaten more appropriately and therefore prevented the hypoglycemic episodes. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.